Event description:
Our intn'l affiliate received a report that on two occasions, a male patient experienced red and painful eyes after using consept 1step neutralizing tablet. Patient recovered without medical attention.

Manufacturer narrative:
Retained item: visual and catalase test for retain sample are within specification. Returned item: one of the tablets provided by the patient for testing was within specification (visual and catalase activity). Two tablets provided by the patient were within visual specification, and not within specification for catalase activity. Root cause has not been established.